Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has holes and caused leakage. No serious injury or medical intervention was reported. Verbatim: "material no. 368650 batch no. 8225933. It was reported that the tubing has holes and caused leakage. It seems that we have a bad lot number of butterflies right now for the eclipse 8225933. They actually have holes in the tubing. I have an example if you need to see it. We actually had two accidents while drawing blood where the blood leaked out. I have 10 boxes here."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has holes and caused leakage. No serious injury or medical intervention was reported. Verbatim: "material no. 368650, batch no. 8225933. It was reported that the tubing has holes and caused leakage. It seems that we have a bad lot number of butterflies right now for the eclipse 8225933. They actually have holes in the tubing. I have an example if you need to see it. We actually had two accidents while drawing blood where the blood leaked out. I have 10 boxes here."